Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion 16, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 2000014686. Brand name: na, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 16077505. Brand name: na, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 15834849.

Event description:
It was reported that the patient experienced inadequate stimulation. The spinal cord stimulation (scs) leads displayed high impedances. Reprogramming was performed but was not successful. The patient underwent a procedure where the leads were replaced and the splitters were removed. Post operatively, the patient was doing well. The devices will not be returned as they were disposed by the medical facility.